Event description:
It was reported to philips that the pins on the battery pca were bent. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 8 was found to be bent/damaged.